Event description:
The following has been reported: biomed reported : screen glitching when motor is running during infusion. During infusion, no patient harm or stopped infusion. A preliminary review identified the following issue:mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to the screen flickering. Additionally, the upper loading pin was stuck, preventing the lever arm from functioning normally. The fva was removed, the upper loading pins were removed and all pins were cleaned. This restored the lever arm movement. The device was powered on and the screen did lightly flicker. The lvd cable was reseated, this solved the issue of the flickering screen. The device was able to pass multiple mock infusions without issues. The upper loading pin lip seals will need to be replaced.